Event description:
It was reported that the user dropped the ilet pump and the connector fractured, leaving the lower half locked in place and holding the cartridge; the user reinserted the broken piece, pressed down, and twisted to remove the stuck portion, after which the cartridge was released, and the device was usable. Customer care provided assistance which included troubleshooting. Investigation of this case revealed a mechanical damage event involving the connector component with transient cartridge retention that the user resolved without further issue. No reported adverse clinical effects or injury during the event. Outcomes included no alerts or alarms and no impact to therapy continuity. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from dropping the device.